Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. Intermittent sensing was not confirmed.

Event description:
Manufacture reference number: 2017865-2017-35545. During follow-up, low sensing was observed on the atrial channel and high pacing thresholds was observed on the left ventricular channel. Diagnostic imaging confirmed lead dislodgement due to twiddler¿s syndrome. The atrial lead and left ventricular lead were explanted and successfully replaced. The patient was in stable condition.